Event description:
It was reported that during a pph procedure the purse string was made with good result. The device was inserted, purse string knotted in the anvil shaf and device was closed to 0.75 mark. The surgeon tried to fire, but the firing trigger would not close. The surgeon tried as second time using both hands, still unable to fire. The assistant tried to help and was still unable to fire the device. The surgeon released the trigger and opened the device finding that staples were only on 7 o'clock. The knife had only cut the distal part and the rest of the staple line was bleeding as a result of no staples. The bleeding was not significant and was handled using absorbable suture. The case was completed using the conventional hemorrhoidectomy technique.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer indented. The analysis results found that the device arrived in good visual condition without staples, the breakaway washer was noted to be uncut and indented, indicating that the device had not been fired through a full firing stroke. The device was reloaded with staples and tested for functionality in hi-b and low-b with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although we were not able to duplicate the reported event, it should be noted that high force to fire has been correlated to the manufacturing process for the batch of the device received.